Event description:
It was reported that during a nephrostomy tube replacement procedure, the catheter broke. The area being treated was located in the kidney. The physician was trying to perform a catheter exchange when the tip of the catheter broke off in the patient. He attempted to "snare" the broken piece of catheter but could not retrieve it. About a 4 cm piece of the catheter remained in the patient's body in the kidney pelvic area. The patient was referred to a urologist and the piece was removed the same day.

Event description:
It was reported that during a nephrostomy tube replacement procedure the catheter broke. The area being treated was located in the kidney. The physician was trying to perform a catheter exchange when the tip of the catheter broke off in the patient. He attempted to "snare" the broken piece of catheter but could not retrieve it. About a 4 cm piece of the catheter remained in the patient's body in the kidney pelvic area. The patient was referred to a urologist and the piece was removed the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned in a plastic bag. After visual inspection before decontamination process, device was received in two sections, the suture is knotted to one section and the pigtail was not received. The catheter was received separated in two parts 3 cm from the hub, the device also presents residue and a surgical suture wrapped around the catheter. The both ends of the catheter were torn. Moreover, the pigtail part of the device was not returned and the most distal end of the catheter was torn too. The catheter presents a hole (rupture) about 0.3 cm of diameter near to the middle. This hole is not symmetric, moreover according to the drawing the unit does not have any holes at area of the rupture. The areas where the catheter is separated are not considered vulnerable zones (no holes or material reductions) and does not present any sign of weakness. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).